Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked from the septum. Customer loaded the same cartridge each time and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.